Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error and a malfunction code occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer blood glucose level. A replacement pump was sent to customer.